Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: a linear opening on posterior, wear abrasion, fold creases, crack valve, and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: crack valve, partial delamination of the valve, and a crease smooth opening on posterior. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening, a cracked valve seat diaphragm valve, partial delamination of the valve assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.